Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was indicating that wcb power was off. Fse identified that there was problem with wcb power supply, 100v was being supplied to the wcb via the equipment linked tap and this tap was off. Fse provided the power supply from another tap. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 or table system wcb power was off. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.